Event description:
It was reported that the patient presented to the emergency room due to receiving shocks. After interrogation it was noted there were no shocks. The right ventricular (rv) lead superior vena cava (svc) coil had increased and high impedance. It was further reported that the svc impedance went out of range and there was oversensing. The device was reprogrammed to turn off the svc portion of the lead. It was later reported that the lead continued to have oversensing on the pace/sense portion of the lead and all tachyarrhythmia therapies were programmed off. It was later reported there was a patient alert for the rv lead, impedance greater than 2500 ohms, oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly hv-lead impedance trend data shows an abrupt increase for max svc defib impedance= 57 to 254 ohms peak between (B)(6) 2011.

Event description:
It was reported that the patient presented to the emergency room due to receiving shocks. After interrogation it was noted there were no shocks. The right ventricular (rv) lead superior vena cava (svc) coil had increased and high impedance. It was further reported that the svc impedance went out of range and there was oversensing. The device was reprogrammed to turn off the svc portion of the lead. It was later reported that the lead continued to have oversensing on the pace/sense portion of the lead and all tachyarrhythmia therapies were programmed off. It was later reported there was a patient alert for the rv lead, impedance greater than 2500 ohms, oversensing and noise. The lead was explanted and replaced. It was later reported the rv lead had an apparent fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly hv-lead impedance trend data shows an abrupt increase for max svc defib impedance= 57 to 254 ohms peak between (B)(6) 2011.

Event description:
It was reported that the patient presented to the emergency room due to receiving shocks. After interrogation it was noted there were no shocks. The right ventricular lead superior vena cava (svc) coil had high impedance. It was further reported that the svc impedance went out of range and there was oversensing. The device was reprogrammed to turn off the svc portion of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room due to receiving shocks. After interrogation it was noted there were no shocks. The right ventricular lead superior vena cava (svc) coil had increased and high impedance. It was further reported that the svc impedance went out of range and there was oversensing. The device was reprogrammed to turn off the svc portion of the lead. It was later reported that the lead continued to have oversensing on the pace/sense portion of the lead and all tachyarrhythmia therapies were programmed off. The lead remains implanted. No patient complications have been reported as a result of this event.